Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and would ¿take longer to charge¿. Additionally, it was reported that the pump touch screen was unresponsive and would ¿shut¿ the customer out of the pump. The customer declined assistance from tandem customer technical support regarding these issues. There was no reported adverse effect to the customer's blood glucose level.